Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2017. Approximately 5 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right knee replacement secondary to wear of the bearing surface findings: at surgery, they did find scratching and loss of surface from the tibial insert, especially along the posterolateral margin. There was no gross delamination.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. (B)(6), 200-02-41 - three peg patella 41mm. Pending investigation.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.